Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown.

Event description:
It was reported that the unit will not pass power on self test (post), just powers on, alarms, and then a blank green screen. There was no patient injury reported.

Manufacturer narrative:
Other text: b5: additional information received on (B)(6) via email and attached to complaint object: no patient harm, was found during testing. H6: event problem and evaluation codes: updated . H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 4000.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were intact upon receipt, but the bottom case gasket was damaged. Error codes were unable to be obtained from the ehl (event history log). The customer reported issue was duplicated as a blank screen and constant alarm were observed upon power up. Root cause of the reported issue is from an incomplete upload process performed by the customer. Uploaded software from base to head of the pump which cleared the problem, updated the software version to v1.6.4, performed power up process, preventive maintenance and all functional tests which passed. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.